Manufacturer narrative:
Analysis of programming history.

Event description:
Review of patient's programming history revealed that patient's settings were reset due to an interrupted system diagnostics test in (B) (6) 2004 and again in (B) (6) 2004. It seemed like the physician did not perform final interrogation after system diagnostics and patient came to the next visit at the unintended settings.